Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) exhibited false pause episodes due to under-sensing. No intervention was performed. The patient was in stable condition.